Event description:
A female ra patient admitted to hospital the evening after her first prosorba treatment with abdominal pain and fever. Diagnostic workup did not find cause. Symptoms resolved and patient discharged. Her physician feels it was some kind of immune response to prosorba, possibly, because she did not take any premedication. The patient has resumed prosorba treatment with premed of tylenol, benadryl and solu-cortef and tolerated it well.

Manufacturer narrative:
This investigation is a clinical investigation only. Return of product not requested as evaluation of device after use not relevant to reported event. The device was used according to labeled indications and in the appropriate environment. Temporal relationship of the event and prosorba would suggest a contributory relationship.